Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Expiration date: unknown as lot# is unknown. Catalog#: unknown but referred to as a cook günther tulip filter .since catalog# is unknown the 510(k) could be either k090140, k112119 or k121057 (B)(4). Summary of investigational findings: evaluation was based on event description and review of provided imaging. Forces used during attempted filter retrieval beyond the filter hooks intended design after 448 days of implantation. According to the imaging review, it is possible that excessive force was used according to the imaging review, retrieval-difficulties increases with longer dwell times (well-documented gunther tulip observation and reflects progressive endothelial incorporation rather than a defective filter). No evidence to suggest that device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the filter hook straightened during the second filter retrieval attempt on the (B)(6) 2014. The filter remained in the patient. Patient outcome: the patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence